Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -5.0 diopter into the patient's left eye (os) on (B)(6) 2018. The surgeon reports refractive surprise. The cause of the event is noted as unknown. On (B)(6) 2018 the lens was exchanged with a same size, different model lens.the problem is resolved.

Manufacturer narrative:
The lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. (B)(4).